Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician was unable to advance the benchmark through a neuron max 6f 088 long sheath (neuron max). Therefore, the physician removed the benchmark and found the distal end to be kinked. The procedure was completed using a new benchmark and the same neuron max. There was no report of an adverse effect to the patient.